Event description:
The customer's mother reported via phone call that the insulin pump had been exposed to moisture when the customer wore the device in a pool. The caller did not know the blood glucose reading. The caller stated that the insulin pump's display went blank immediately after the insulin pump had been exposed to moisture. She stated that the insulin pump turned back on after a battery replacement, but only the b button worked. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies. The insulin pump was also received with cracked battery tube threads.